Event description:
It was reported that a new ilet user experienced hypoglycemia with a lowest blood glucose of 53 mg/dl on the first day of use, and the ilet alerted for a low; the user corrected with oral glucose in the form of three glucose tablets and soda, and received troubleshooting and education on the 15 grams carbohydrate/15 minutes rule. Symptoms included sweating and cognitive impairment consistent with brain fog. Outcomes included resolution without outside assistance or medical intervention. Investigation included complaint intake and user education regarding expected glycemic variability during initial pump adaptation. Investigation of this case revealed no device malfunction reported and an event consistent with hypoglycemia of unclear cause during early use while the system adapts. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.